Event description:
The company was informed that the patient developed an infection at the implant site and the patient's device was extruding. It was reported that a granuloma was developed at the infection site and the patient underwent antibiotic (type unknown) treatment. Surgery to explant the patient's device had been scheduled.